Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by the customer that the device appeared bent before entering patient. When the catheter was pulled from the needle, the needle protector did not extend, so full needle was exposed. Safety device was pulled down separately, needle covered appropriately and device discarded. Catheter pulled from package to use on patient. Writer noticed the device appeared bent before entering patient. When the catheter was pulled from the needle, the needle protector did not extend, so full needle was exposed. Safety device was pulled down separately, needle covered appropriately and device discarded."